Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical devices: item# us157854 m2a-magnum pf cup 54odx48id lot# 346290; item# unknown, unknown stem lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09026.

Event description:
It was reported patient underwent total left hip arthroplasty approximately 9 years ago . It was further reported that patient underwent a revision procedure approximately 9 years post initial implantation due to pain and elevated metal ions/loss of range of motion. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent total right hip arthroplasty. It was further reported patient subsequently underwent a revision approximately 9 years post implantation due to pain, inflammation, elevated metal ions, loss of range of motion, and metallosis. Attempts were made to obtain additional information; however, none was available.